Manufacturer narrative:
A impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) although the manufacturer (zb EU authorized representative) has received the product, the manufacturing/investigation site has not received/evaluated the actual device due to covid protocols and delays in shipment. Therefore the product has not been physically inspected and the investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was used for approximately 1 year and 9 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (63494386). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63494386) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up".

Event description:
No further event information available at the time of this report.

Event description:
Investigation results updated. Product was returned.

Manufacturer narrative:
A impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was used for approximately 1 year and 9 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (63494386). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63494386) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the probable causes determined from the investigation is inadequate treatment planning, clinician uses excessive torque to place or remove restorative component on implant, clinician selects implant that is unable to resist long term occlusal loading, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: g7: checked "follow-up".

Manufacturer narrative:
(B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Additional PMA/510(k) number: k013227.

Event description:
It was reported that implant (tsvb11) was removed due to implant fracture at tooth location 30.